Manufacturer narrative:
The axiem controller was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The usb socket on the em controller was found to be faulty. The module was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. During preventive maintenance it was found the mouse cursor, touchscreen, and software application would occasionally freeze. The issue would require a system reboot to resolve the issue. Troubleshooting found touching the usb cable (plugged into the em controller) cause the system to reboot. Upon further testing, the usb socket on the em controller was found to be faulty. The module was replaced. After replacement, there were no lock-ups/freezing. No complications were reported/anticipated.